Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is not currently available.

Event description:
It was reported that the reported device was used during the rotator cuff repair surgery on (B)(6) 2018. It was found that the reported product could not be used during the procedure. Since the reported device could not suction, a lot of bubble and air came out from the tip of the probe. Therefore, this issue led to an extension of the surgical time. It was brand new and the first use when the issue occurred. There was a 10-minute-delay in surgery and no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that the reported device was used during the rotator cuff repair surgery on (B)(6) 2018. It was found that the reported product could not be used during the procedure. Since the reported device could not suction, a lot of bubble and air came out from the tip of the probe. Therefore, this issue led to an extension of the surgical time. It was brand new and the first use when the issue occurred. There was a 10-minute-delay in surgery and no harm to the patient. Additional information obtained via e-mail from the affiliate on 3-20-2018: the procedure was completed with another like device.